Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
(B)(4). The product is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker was not feeling well. A review on the telemetry was done and the patient appeared to be paced at 50. Boston scientific technical services (ts) discussed that vvi-50 would indicate that the device was at end of life (eol). Additional information obtained from the field which indicated that the patient's energy level was low. To date, the device was explanted. No additional adverse patient effects were reported.